Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information literature attachment: transcatheter versus sutureless aortic valve replacement: a propensity-matched single-center cohort study b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter versus sutureless aortic valve replacement: a propensity-matched single-center cohort study", was reviewed. This research study is a retrospective single-center experience to evaluate outcomes of suture-less aortic valve replacement (avr) and transcatheter aortic valve replacement (tavi) in a cohort with balanced baseline clinical characteristics. The devices included in the study were perceval valve, evolut r/pro, accurate/accurate neo, allegra, portico/navitor, hydra, sapien 3, and myval. The article concluded that perceval sutureless avr is associated with substantially lower residual regurgitation than tavi and suggest that this advantage may translate into improved midterm overall survival in select patients. [The primary and corresponding author was nikoleta stanitsa, cardiac surgery department, evangelismos general hospital, 106 76 athens, greece, with corresponding e-mail: nikol.stanitsa@gmail.com.]. This study included patients undergoing isolated avr from 01 april 2013 to 31 december 2024. A total of 394 patients were included in the study, of which an unknown amount received an abbott device. The average age was 79.7 years. The majority gender was female. Comorbidities included chronic pulmonary disease, coronary artery disease, atrial fibrillation, diabetes mellitus, hypertension, and dyslipidemia.